Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, loss of capture, and impedances greater than 2500 ohms. The patient was seen and complained of not feeling well and shortness of breath. As a result the physician believed the lead was fractured and elected to surgically abandon and successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.